Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit passed the delivery accuracy test at .08725 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 424 mg/dl at the time of incident and current blood glucose was 424 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual bolus. Customer will be returned device for analysis.